Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level ranged from 250 mg/dl to 350 mg/dl and it was addressed with a manual injection as well as the pump. The customer changed out all the supplies.